Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, (B)(6), neck strain, fibroadenoma, sleeplessness, appetite suppression, urinary retention, urinary urgency, menses irregular, (B)(6), atopic dermatitis, atypical psychosis, gestational diabetes mellitus, arthralgia, patellofemoral pain syndrome, (B)(6), borderline personality disorder, metatarsalgia, breast mass, anemia of pregnancy, multigravida, parity 3 (vaginal delivery(s) 3.) And peritoneal adhesions. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) until (B)(6) 2012, fluoxetine hydrochloride (prozac), hydrocodone bitartrate; paracetamol (vicodin), ibuprofen (motrin), ketorolac tromethamine (toradol), levonorgestrel (minipil), naproxen, nsaids since (B)(6) 2009, oxycodone, oxycodone hydrochloride; paracetamol (percocet) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("bleeding: menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: vaginal infection"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraine"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), back pain ("back pain"), vaginal discharge ("bladder/ urinary problems: vaginal discharge"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea") and nervous system disorder ("neuro condit/ problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopy supracervical hysterectomy bilateral salpingectomy lysis of adhesions). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, back pain, heavy menstrual bleeding, vaginal infection, vaginal discharge, intermenstrual bleeding, iron deficiency anaemia, urinary tract infection, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, nervous system disorder, weight increased, vaginal haemorrhage, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, iron deficiency anaemia, migraine, nausea, nervous system disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back, menorrhagia (heavy menstrual bleeding), gen. Abnormal. Bleed, vaginal infection, vaginal discharge discrepancy noted: date(s) of insertion: (B)(6) 2009. Date of insertion: (B)(6) 2009 (discrepancy noted). Essure devices were not removed from the tubes or uterus-sent to pathology for documentation as a tissue block. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: both fallopian tubes no fill or spill. The patient tolerated the procedure well. Total bilateral occlusion. Imaging procedure - on (B)(6) 2009: bilateral occlusion; on (B)(6) 2009: results: bilateral occlusion. Pathology test - on an unknown date: uterus, bilateral fallopian tubes, 112 g, hysterectomy: secretory endometrium. Unremarkable lower uterine segment. Unremarkable bilateral fallopian tubes with essure sterilization device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: pelvic pain, dysmenorrhea, abdominal pain, depression, back pain, pain during intercourse, urinary tract infection, concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, anemia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 01-oct-2021: mr received. Reporter information, patient medical history, product removal details added. Surgery added to event pelvic pain. Case become serious incident. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, pulmonary tuberculosis, neck strain, fibroadenoma, sleeplessness, appetite suppression, urinary retention, urinary urgency, menses irregular, chlamydia trachomatis infection, atopic dermatitis, atypical psychosis, gestational diabetes mellitus, arthralgia, patellofemoral pain syndrome, herpes simplex type ii, chlamydial infection, borderline personality disorder, metatarsalgia, breast mass, anemia of pregnancy, multigravida, parity 3 (vaginal delivery(s) 3.) And peritoneal adhesions. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) until (B)(6) 2012, fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), ketorolac tromethamine (toradol), levonorgestrel (minipil), naproxen, nsaids since (B)(6) 2009, oxycodone, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("bleeding: menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: vaginal infection"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraine"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), back pain ("back pain"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea") and nervous system disorder ("neuro condit/problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopy supracervical hysterectomy bilateral salpingectomy lysis of adhesions). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, back pain, heavy menstrual bleeding, vaginal infection, vaginal discharge, intermenstrual bleeding, iron deficiency anaemia, urinary tract infection, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, nervous system disorder, weight increased, vaginal haemorrhage, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, iron deficiency anaemia, migraine, nausea, nervous system disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back, menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed, vaginal infection, vaginal discharge discrepancy noted : date(s) of insertion: (B)(6) 2009. Date of insertion: (B)(6) 2009 (discrepancy noted). Essure devices were not removed from the tubes or uterus-sent to pathology for documentation as a tissue block. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: both fallopian tubes no fill or spill. The patient tolerated the procedure well. Total bilateral occlusion. Imaging procedure - on (B)(6) 2009: bilateral occlusion; on (B)(6) 2009: results: bilateral occlusion. Pathology test - on an unknown date: uterus, bilateral fallopian tubes, 112 g, hysterectomy: secretory endometrium. Unremarkable lower uterine segment. Unremarkable bilateral fallopian tubes with essure sterilization device.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: pelvic pain, dysmenorrhea, abdominal pain, depression, back pain, pain during intercourse, urinary tract infection, concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, menorrhagia, dysmenorrhea, anemia quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.